Event description:
It was reported that a patient entered the bore of the magnet with a knife strapped to his ankle. The knife was attracted to the magnet, pulled out of the holder and lacerated the patient on the abdomen. The laceration required medical treatment and stitches. The patient reportedly was screened for ferrous objects. During the screening, it was alleged that the patient stated that his pockets were empty.

Manufacturer narrative:
There was no evidence that the system malfunctioned. Additionally, the field engineer examined the mr system and found no obvious damage. The site has had magnet safety training and a magnet warning sign was posted on the door. Magnets inherently attract ferrous objects. The magnet functioned within specification when it attracted the ferrous object. The user documentation for the system includes instructions concerning issues inherent to strong static magnetic fields used within MRI and proper exclusion zones and warnings for magnetic field hazards. The site has recently implemented procedure to require every patient to change into gown or hospital-provided pants to mitigate recurrence of the event.